Event description:
It was reported that the software analyzer originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary: during analysis it was noted that the patient connector was damaged though the analyzer was still functional. The analyzer was being sent on for repair. Concomitant medical products: product ID: 2067, radiofrequency programmer head. (B)(4).